Event description:
The customer has used excel off brand reagent strips with reading of 140-159 mg/dl. When they use elite test strips, the results are either too high or too low. For example, they have had a reading as high as 249 mg/dl and a reading as low as "lo". The difference in these readings may be clinically significant. While on the phone, an offer was made to troubleshoot the meter. It was also explained that bayer does not provide or support the use of off brand reagent. The meter was found to be functioning within specification. Also, proper technique was reviewed with the customer. It was found that the customer may not have been applying the blood to the test strip properly. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purposes of MDR.